Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4) 2014 to all potentially impacted client sites. The software notification includes a description of the issue, an alternate workflow, and notification that a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corp will provide a follow up report when the software modification is available.

Event description:
Mpages provides a consolidated display of info contained throughout the electronic med record and is accessible from other applications. This issue occurs when there are multiple inputs to the warfarin mgmt and warfarin mgmt trending components of mpages. Only results from the first input are displayed which could impact pt care if clinicians make decisions based on this incomplete info. Cerner has not received communication on any adverse pt events as a result of this issue.